Event description:
Reportedly, a foreign blue fuzz was found on an edwards' aortic valve at the time of opening in the field. The subject valve was not implanted, and did not come into contact with patient.

Manufacturer narrative:
Device evaluation: as received, multiple blue filaments are evident in the cusp area and the free margins of all three leaflets at the inflow aspect of the valve. The filaments vary in size and measures to approximately from 2 mm to 8 mm. No other inconsistencies detected as the leaflets are intact and flexible. The three foreign filaments (a, b and c) were isolated and sent to chemistry laboratory for identification by ft-ir; filament a, which appeared to be blue and approximately 6 mm in length, showed similar absorption characteristics when compared to cellulose. Similarly, the filament designated as filament c, which appeared to be blue and approximately 3 mm in length, also showed similar absorption characteristics when compared to cellulose. Cellulose is a material that could be present in edwards' cleanrooms and operating rooms as it can be found in materials such as paper, cotton, and wipes. Filament b, which appeared to be black and approximately 2 mm in length, showed similar absorption characteristics when compared to silk. Silk is a material that could be found in cleanrooms as it can be found in clothing particles, particularly in cleanroom work wear. However, edwards does not use silk in cleanroom work wear per the approved supplies listing. The filaments found on the leaflets are all materials that could be present in both cleanroom and operating room settings. However, each valve is visually inspected and functionally tested prior to packaging. During manufacture of the heart valves there are inspection steps which check for foreign particulates on general appearance and under magnification. (B)(4). This is performed for 100% of all valves in the work order. Although the source of the cellulose and silk like materials cannot be conclusively determined, it is highly unlikely that the foreign material originated from an edwards' cleanroom as these inspection points would have detected the filaments and the device would not have passed inspection. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.

Manufacturer narrative:
Evaluation started, but not yet completed. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Device evaluation results, as well as conclusions and root cause analysis, will be reported once completed.